Event description:
It was reported that the pump is alarming no disposable:clamp tubing. Silenced, reviewed settings and powered the pump off. Closed clamp and removed cassette. Gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and powered the pump on- pump continued to alarm. Powered pump off and removed cassette again. Gently tapped cassette again and massaged tubing to disperse air bubbles. Replaced cassette and powered the pump on- pump continued to alarm. Powered pump off . Patient not affected. Resvol: 94. Rate: 2.2. Given: 5.15. No additional information available.